Manufacturer narrative:
The certas valve was received for evaluation. DHR - review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; the silicon housing was torn/cut around the siphon guard and marks were noted on the siphon guard. The valve passed test for programming, occlusion, siphon guard, and pressure. The valve cannot be leak tested and reflux tested due to the damaged silicon housing. The valve can¿t be reflux tested due to the damaged silicon housing. The root cause for the ventricular enlargement was due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard-

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was implanted on (B)(6) 2019. The initial setting was unknown. However, on (B)(6) 2019, hydrocephalus was observed when the patient came to the hospital for outpatient care. Removal csf was performed and was followed up. On (B)(6) 2019, leakage of csf around valve was observed. Therefore, the valve was replaced with a new valve on (B)(6) 2019. It was observed that the silicone housing of removed valve was torn. Now the patient is following up.